Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. The customer's blood glucose reading at time of call was 105mg/dl. Troubleshooting was performed. The caller stated that she was in a car accident and was hospitalized due to the accident. The customer stated that she is having issues with motor errors and the device was not able to rewind. The caller did have a cat scan, but she was not wearing the insulin pump during the procedure. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform the all functional testings due to motor error alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.